Event description:
At the end of the trialing phase during a total knee replacement procedure, it was identified that the knee was too loose laterally. Conversion to an alternate implant system occurred intraoperatively. There was a one hour delay in surgery because the instruments for the alternate implant system were not available.

Manufacturer narrative:
At the end of the trialing phase during a total knee replacement procedure, it was identified that the knee was too loose laterally. Conversion to an alternate implant system occurred intraoperatively. There was a one hour delay in surgery because the instruments for the alternate implant system were not available. Review of the device history record indicates that the device was manufactured to specification.